Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints reported from this lot. All available information was investigated, while the reported leak appears to be related to the reported crack, however, a cause for the reported crack cannot be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. A steerable guide catheter (sgc) was inserted. However, when the dilator was pulled after aspirating, air was observed in the chamber. Additional aspiration was performed and a crack was noted on the side port of the sgc. Therefore, the sgc was removed and replaced. The procedure was continued with a new sgc, and one clip was successfully implanted, reducing mr to a grade of <1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.